Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent skin closure for carpal tunnel surgical procedure on an unknown date and suture was used. Following the procedure, the patient experienced superficial wound infection which was successfully treated with antibiotics and post-traumatic dystrophy which required treatment with nsaid and acetylcysteine. Additional information has been requested.